Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that wireless footswitch was not working. During troubleshooting, the fse identified that the power button of the wireless footswitch was found to turned off. Fse turned on the power button. After turned on the power button, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the wireless footswitch was not working. The wireless footswitch was left charging all night and was still not working. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.